Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of excessive pressure was not confirmed. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device evaluation also found that there were minor scratches and dents on the housing and front panel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit exhibited excessive pressure when inflated. The advanced diagnostics conversion was abnormal. When the abdominal pressure was set to 15, the unit was insufflating over 20 and would not stop alarming excessive pressure. The issue was found during a therapeutic procedure. The abdominal pressure had to be set to 10 to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H7 added information. H9 added information. As a result of formal investigation, for overpressure-related adverse events when using uhi-4, olympus decided to conduct a class 1 recall of uhi-4.

Manufacturer narrative:
This report is being supplemented to provide information based on the additional results from the legal manufacturer's investigation. Although the reported issue was not confirmed during evaluation, the error logs were reviewed and error code e02 and e05 were confirmed. These errors are associated with the reported event and therefore, it can be presumed the reported issue occurred. Based on the results of the investigation as well as analysis from research and development, it is likely the overpressure occurred due to anesthesia decreasing. However, the exact cause of the reported event and the alarms could not be determined as the issues were not duplicated during testing. Multiple attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.